Event description:
Pt was being fed using the device. Reporter stated the device came off the pump causing the formula to free-flow. Pt received an unk amount of enteral formula over an unk amount of time. It appears the safety valve (designed to crimp the tubing) did not function when the tuving was dislodged from the pump. There was no illness, injury or medical intervention associated with the event. Following the event, the pt had a stomach ache and was taken to the emergency room. One pt involved.